Manufacturer narrative:
The device has been received by anspach. If additional info is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that there was a "tear in the rubber housing" of the device. The device was used in surgery; however, the type of procedure was unknown to the reporter. There were no injuries or medical intervention reported. There was no additional info provided.